Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of permanent or serious patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on nov 06, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed black substance, consistent with sound abatement foam degradation was observed on the outside bottom of the blower box and was stuck to it. During secondary inspections, both from external and internal, the manufacturer observed that ui (users interface) knob was missing. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Dust-like contamination on the top of the pca (printed circuit assembly). It is concentrated around the rotary encoder. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor and in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. The manufacturer confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 8 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.